Event description:
The pt reported, the infusion device does not properly display alert/error messages. A temporary basal rate increase of 110% was programmed for a duration of 1 hour and no a7 (end of temporary basal rate) alarm was displayed. According to the infusion device software, the temporary basal rate was programmed for 11 hours. Another temporary basal rate of 140% was programmed for 1 hour and again the infusion device software showed it had been programmed for 11 hours. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.